Event description:
The customer called to report a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. The insulin pump gave an alarm after inserting a battery, and the screen froze when attempting to program the time and date. The customer stated that he has already upgraded to another insulin pump, but was trying to keep this one as a back up. Advised that it could not be replaced at this time since he has already upgraded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.